Manufacturer narrative:
The pump was received with no vibrator alert due to a broken black wire on the vibrator motor. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump quit vibrating. The customer states the pump will beep, but will not vibrate. The customer's blood glucose level at the time of incident was unknown. The customer states the pump did not vibrate after pressing the act and up buttons for an easy bolus amount. Troubleshoot was conducted. The pump did not vibrate during vibrate test. The customer was advised the pump would have to be replaced and returned for analysis.